Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mmx15mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation, it was noted that balloon was broken. The procedure was completed with 4.0x15 nc emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath to loosen the blood and contrast in the device. There was a longitudinal tear 2mm long starting 2mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mmx15mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation, it was noted that balloon was broken. The procedure was completed with 4.0x15 nc emerge balloon catheter. No patient complications were reported.